Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter site visit. No add'l info was provided.